Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Device was discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.